Event description:
Per clinical trial cp-1060: on (B)(6) 2018, patient underwent bilateral superior pedicle mastopexy using a full vertical and horizontal t incision. 2 pieces of galashape (galaflex 3d) were used. No concomitant procedures were done. On (B)(6) 2018, delayed wound healing; bilateral breasts, was reported. Patient had hyperbaric oxygen treatment and was treated with biocorneum and local wound care. Resolved without sequelae on (B)(6)2018. Review by medical affairs identifies the reported adverse event as likely related to the device and serious.

Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, patient experienced post-op complication of delayed wound healing. Medical affairs has assessed the patient¿s postoperative course as being serious and likely related to the study device. Review of the device history records confirmed the device was manufactured to specification. Note: this MDR report is related to a retrospective study conducted to proactively gather real-world evidence on the use and safety of the p4hb product family, including galaflex scaffold, galaflex 3d, and galaflex 3dr. All safety events from the study are adjudicated by the bd medical monitor for an independent assessment of severity and relatedness. In an abundance of caution, events for which relatedness cannot be ruled out are processed for MDR reporting. Device not returned - remains implanted.